Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a failed injector when implanting an intraocular lens (iol) using a preloaded delivery system. There was patient contact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. Viscoelastic is observed dried on the lens. The lens was cleaned with lphse. No damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported "failed injector" cannot be determined. The specific "failure " was not provided. The device and lens were returned separated. No damage or abnormalities were observed. The manufacturer internal reference number is: (B)(4).